Manufacturer narrative:
Lead:model 3998, lot# v003825, implanted: 2006 (B)(6), explanted:na. Extension: model 3708360, lot# nkc006465n, implanted: 2006 (B)(6), explanted:na. Extension: model 3708360, lot# nkc006466n, implanted: 2006 (B)(6), explanted: na.

Event description:
It was reported that the patient's implantable neurostimulator was not working. No further details or patient symptoms were reported. A revision surgery was reported to be scheduled for 2011 (B)(6). It was later reported that the manufacturer representative was to meet with the patient, but no appointment had been scheduled as of the date of this report. The patient had not been scheduled for the surgery at the time of this report. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.